Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. 1. The reported event was confirmed during the evaluation step of the complaint process. 2. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A. A review of the instruction for use was performed and it was confirmed that it gives instruction for proper inspection of the video connector for damage prior to use. This may have prevented the reported phenomenon. Specifically the IFU states; "6. 3 connection of an endoscope". Confirm that the video connector of the video scope are not damaged b. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 3. Conclusion: based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. The communication error between the scope and the device most likely occurred due to the bent terminal identified inside the video connector socket, which caused the reported malfunction phenomenon. The bent terminal buckling in turn was most likely caused when inserting the scope connector into the video connector socket of otv-s190. The missing part of the scope connector tip caught on the terminal inside the video connector socket of otv-s190. The terminal inside the video connector socket of otv-s190 pushed back and buckled while the scope connector was advancing..

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The image was found to be distorted due to a worn connector. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported to olympus that the scope image was appearing purple/pink on the display. A bent pin was also observed on the processor. The issues were identified during pre-procedure inspection. There was no patient impact.